Event description:
The customer reported to carefusion finding a broken and loose piece of plastic inside the connector omniflex product. The customer advised the respiratory therapist observed the piece of plastic before placing the connector on the patient.  No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been received; evaluation is not yet complete. A follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Carefusion received the return sample from the customer on (B)(4) 2011. The sample received was evaluated by the manufacturing plant according to the inspection procedure and a burr was observed in the unit; the customer's report of a broken/loose piece of plastic inside was confirmed. The device history record of the lot reported was reviewed and no non-conformances or process deviations were noted that could cause the failure mode reported by the customer. The manufacturing process was reviewed and no anomalies were found. A potential root cause of the burr in the tubing is a failure in our manufacturing process; tubes are to be verified after the cutting process. It was noted that a new tube cutting machine is now being used to avoid burrs in the tube. The lot reported was manufactured prior to the new tube cutting machine implementation. Manufacturing personnel were made aware of this occurrence.